Event description:
It was reported that the customer experienced resistance while filling their cartridge with insulin. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address their bg. Customer resolved issue by continuing to use all the same supplies.